Manufacturer narrative:
DHR review: a device history record (DHR) review was performed and no deviations were found. There is no non-conformance record associated with lot# 2206-015 that could have contributed to the complaint. Complaint log recorded for year 2022: 1 complaint recorded for ref:(B)(4) with a similar issue. The asept drainage catheter would not thread through the tear away sheath after multiple attempts. Total sales of asept pleural/peritoneal drainage system = (B)(4) units occurrence rate = .007%. Review of risk analysis: risk is identified within the risk analysis; potential occurrence's rate of 0.01 %. Retained sample evaluation: the retain sample was fully inspected. The tearaway introducer was not kinked, had no issues pulling in/out of sheath, and the distal end has no noticeable damage. Conclusion: the complaint cannot be verified as the sample was not returned for evaluation. The retain sample from the same lot was visually inspected and no deviation was found. Given that the tearaway introducer became kinked during the procedure, it is possible that resistance was encountered against the anatomy during advancement; however, this could not be confirmed. Please note that the IFU indicates avoiding excessive manipulation of the sheath when the dilator is not inserted and avoid kinking of the sheath as it may make it difficult to pass the catheter through. The risk is identified within the risk analysis and the occurrence rate is below the acceptable frequency of the risk analysis. The root cause cannot be established at this time. For future complaints, the return of the complaint product is essential for a complete investigation. Pfm medical, inc. Will continue to monitor for similar complaints.

Event description:
Peel-away introducer kinked during procedure, which resulted in difficulty advancing the asept catheter. Introducer removed and inspected showing the distal end was kinked. Pulled a new peel-away introducer out of a 2nd asept kit and re advanced the catheter through the 2nd peel-away introducer. The patient went in for a CT scan because the cath seemed to be placed low in the thoracic cavity. Admitted to ICU for monitoring-bc the CT scan showed the catheter malpositioned in the right hapatic vein/ivc. Trauma mds then removed the asept catheter.